Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2014 she went to bed with blood glucose reading 176 mg/dl. During the night her bg levels drop so low (exact bg was not provided) that she passed out. Her life-line system called 911 and upon their arrival at 1:30 am her bg was reading "low" (<20 mg/dl). They rushed her to the emergency room. At the ER she was placed on an intravenous therapy and she was given a glucose shot. She also ate a sandwich. The hospital doctor stated her low bg was caused by her basal rate setting being too high and will need to be adjusted. She was released from the ER with her bg reading of 191 mg/dl.